Event description:
Description according to plaintiff's attorney: it is alleged that "on or about (B)(6) 2010, the plaintiff underwent a procedure wherein a cook celect ivc filter was positioned and deployed. A repeat venogram was then completed to ensure good placement within the inferior vena cava. There were no complications. It is further alleged that "on or about (B)(6) 2011, plaintiff was admitted to (B)(6) hospital complaining of extreme abdominal pain. During that hospitalization her physicians performed a CT scan which showed that at least one of the metallic struts of the filter extends beyond the lumen of the inferior vena cava. The filter extends into anterior duodenum and has migrated from its original placement. Plaintiff was then informed by her physicians that she will be unable to undergo an explant procedure due to the perforation of the device and the risks involved with such a procedure." It is alleged that "pt is complaining of abdominal pain".

Manufacturer narrative:
Manufacturer's reference number: (B)(4). (B)(4). Investigation is still in progress

Event description:
Description according to plaintiff's attorney: it is alleged that "on or about (B)(6) 2010, the plaintiff underwent a procedure wherein a cook celect ivc filter was positioned and deployed. A repeat venogram was then completed to ensure good placement within the inferior vena cava. There were no complications. It is further alleged that "on or about (B)(6) 2011, plaintiff was admitted to texas health presbyterian hospital complaining of extreme abdominal pain. During that hospitalization her physicians performed a CT scan which showed that at least one of the metallic struts of the filter extends beyond the lumen of the inferior vena cava. The filter extends into anterior duodenum and has migrated from its original placement. Plaintiff was then informed by her physicians that she will be unable to undergo an explant procedure due to the perforation of the device and the risks involved with such a procedure." 14dec2015 additional information per claimant's attorney: it is alleged that "the filter was removed, however, there are two struts remaining in the lung and spine that doctors are unable to remove. On (B)(6) 2011, [pt] experienced pain and discomfort in abdomen. The CT imaging revealed that the strut had penetrated vena cava, caused edema at the tip and was pressing against the duodenum. By request for removal of the filter, [pt] was told that it was too late and too risky to take out. On (B)(6) 2014, [pt] started to experience sharp pain urinating and pain in chest and abdomen. CT scan found a mild urothelial enhancement of the right proximal ureter and a strut that had eroded into the aorta wall. On (B)(6) 2014 imaging revealed that a strut had fractured and embolized to left lower lobe of the lung making it difficult for to breathe. On (B)(6) 2014, the filter had perforated the aorta and spine, and adhered to ureter and duodenum. Open procedure performed in order to repair aorta, vena cava and ureter. The filter itself was removed by venectomy. Unable to remove the strut in the lung and spine. Discharged on (B)(6) 2014." Patient outcome: it is alleged that "patient is complaining of abdominal pain." 14dec2015 additional information per claimant's attorney: it is alleged that: "[pt] continues to have excruciating pain in psoas muscle radiating down the leg from the strut lodged in the spine. [Pt] further continues to suffer from shortness of breath. However, [pt] was told that in order to remove the strut in the lung a portion of the lobe would need to removed and allegedly worsen the condition. Two struts remains in [pt's] body causing pain and discomfort."

Manufacturer narrative:
(B)(4) catalog: unknown, other than ref. To a cook celect ivc filter in description. Lot# is unknown as information was not provided. Expiration date is unknown as lot# is unknown. Summary of investigation findings of 22jan2016. Re-investigation is based on additional information provided. Since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged filter perforation, migration and fracture are unknown. Lot and rpn are unknown; however the celect filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to plaintiff's attorney: it is alleged that "on or about (B)(6) 2010, the plaintiff underwent a procedure wherein a cook celect ivc filter was positioned and deployed. A repeat venogram was then completed to ensure good placement within the inferior vena cava. There were no complications. It is further alleged that "on or about (B)(6) 2011, plaintiff was admitted to (B)(6) hospital complaining of extreme abdominal pain. During that hospitalization her physicians performed a CT scan which showed that at least one of the metallic struts of the filter extends beyond the lumen of the inferior vena cava. The filter extends into anterior duodenum and has migrated from its original placement. Plaintiff was then informed by her physicians that she will be unable to undergo an explant procedure due to the perforation of the device and the risks involved with such a procedure." On 14dec2015 additional information per claimant's attorney: it is alleged that "the filter was removed, however, there are two struts remaining in the lung and spine that doctors are unable to remove. On (B)(6) 2011, [pt] experienced pain and discomfort in abdomen. The CT imaging revealed that the strut had penetrated vena cava, caused edema at the tip and was pressing against the duodenum. By request for removal of the filter, [pt] was told that it was too late and too risky to take out. On (B)(6) 2014, [pt] started to experience sharp pain urinating and pain in chest and abdomen. CT scan found a mild urothelial enhancement of the right proximal ureter and a strut that had eroded into the aorta wall. On (B)(6) 2014 imaging revealed that a strut had fractured and embolized to left lower lobe of the lung making it difficult for to breathe. On (B)(6) 2014, the filter had perforated the aorta and spine, and adhered to ureter and duodenum. Open procedure performed in order to repair aorta, vena cava and ureter. The filter itself was removed by venectomy. Unable to remove the strut in the lung and spine. Discharged on (B)(6) 2014." Patient outcome: it is alleged that "patient is complaining of abdominal pain" on 14dec2015 additional information per claimant's attorney: it is alleged that: "[pt] continues to have excruciating pain in psoas muscle radiating down the leg from the strut lodged in the spine. [Pt] further continues to suffer from shortness of breath. However, [pt] was told that in order to remove the strut in the lung a portion of the lobe would need to removed and allegedly worsen the condition. Two struts remains in [pt's] body causing pain and discomfort."

Manufacturer narrative:
(B)(4). Event date: unknown as info was not provided. Add'l info catalog: unk, other than ref. To a cook celect ivc filter in description. Lot: is unk as info was not provided. Expiration date: is unk as lot is unk. Rpn and lot number were not provided, therefore the investigation of device history record has not been possible. However, nothing indicates that the device was not manufactured according to specifications. As no device, imaging studies or hospital or medical records have been provided our investigation has been limited to the allegations in the litigation. Consequently, based on very limited info it is difficult to confirm and/or comment on the alleged filter perforation and the unsuccessful filter removal. The exact root cause for the alleged filter perforation and unsuccessful filter removal cannot be determined based on the limited info provided. The instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Monitoring of similar reports will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/17/2015 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2010 due to dvt. CT report from (B)(6) 2014 alleges ¿linear radial opacity in the right lower lobe [¿] likely represents a fractured, embolized ivc filter prong.¿ on (B)(6) 2014, the patient allegedly underwent open surgery to remove the filter, a strut from the aorta, and a strut from the periureteral tissue; in this same surgery, the aorta, vena cava, and ureter allegedly were repaired. One strut allegedly remains in her lung and one strut allegedly remains in her spine. The plaintiff alleges fracture, vena cava perforation, migration, organ perforation, and shortness of breath.

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombus and erosion into the aorta wall. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported erosion into the aorta wall is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Report from computerized tomography (CT): "there is an infrarenal ivc filter. However 1 of the metallic struts extends beyond the lumen of the ivc. It extends across the 18 mm anterior into the mesentery to slightly improved the duodenum. Report from CT: "there is strandiness within the mesentery that may be inflammatory. This is a removable filter." "Chronic thrombus within the left lower extremity, without proximal progression." "Ivc filter unchanged from the previous study. Mild fat stranding seen around the anterior strut unchanged." "Stable appearance of the ivc filter." Report from CT: "inferior vena cava filter is noted." "One of the ivc filter tines has eroded though the wall of the ivc and appears to have eroded into the aorta wall." "Inferior vena cava filter is noted." Report from CT: "the tip of the inferior vena cava filter the seen on the lower aspects of this examination." "Likely represents a fractured, embolized ivc filter prong." This may represent a migrated limb of an inferior vena cava filter." Retrieval report: "he was performing an exploration for an eroded inferior vena caval filter. There was a piece of the filter in a periureteral area on the right side. I examined the CT scan of this eroded filter. There was no hydronephrosis on CT scan. The filter fragment did not appear to be perforating the ureter." The ivc filter fragment was poking from the ivc to the periureteral area. We then transected the filter fragment. We then carefully dissected the filter fragment off of the ureteral area."

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer blank fields on this form indicate the information is unknown or unavailable, or unchanged. (B)(4). Additional information- investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect: fracture, difficult retrieval, vc/organ perforation, migration, sob ,pain, discomfort - updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Unknown if the reported discomfort, pain, shortness of breath are directly related to the filter. Product catalog and lot# are unknown, but the celect filter is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). (B)(4). Investigation is still in progress.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fracture; diff. Retrieve, vc perforation; migration; organ perforation; shortness of breath'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.